Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads,minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Unable to perform prime test, displacement, basic occlusion, occlusion and excessive no delivery alarmtest due to keypad anomaly. No scrolling scroll bar noted. Battery icon functioned properly when battery was inserted into battery tube. Battery icon shows full bars with a new battery. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 26 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.